Event description:
It was reported that during a surgical procedure at the user facility that the chuck failed to retain the bit. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that the chuck failed to retain the bit. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis in progress.

Manufacturer narrative:
(B)(4).